Event description:
Acct reports that they noted a cut in the tubing of the extension set, states they did not have to restart the i.v., just change out the extension set which is considered a nursing intervention. No injury to pt.